Event description:
Bard eclipse retrievable filter successfully placed on (B)(6) 2010, with fluoroscopic guidance used to confirm position. Pt developed back pain on (B)(6) 2010 which did not improve. Pt called ir on (B)(6) 2010 stating that she continued to have back pain, pt was seen at 1100 on (B)(6) 2010 and a CT of the abdomen was performed at this time. CT demonstrated one arm and multiple legs of the filter had perforated the ivc and decision was made to retrieve filter. Eclipse filter was successfully retrieved and an alternate (different MFR) retrievable filter was placed. Vendor notified on (B)(6) 2010. No additional product with same lot # was located in ir.